Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0214603582, implanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was unable to turn their stimulation up and instead observed a ¿therapy could not be delivered¿ error message on their patient controller. Impedance testing was performed and found one of the electrodes used in the patient¿s programmed settings had an impedance greater than 4000 ohms. The patient was reprogrammed to remove the electrode from their program and the issue was resolved. There were no external factors reported to have led or contributed to the issue. It was noted that as of (B)(6) 2018 that no further impedance testing had been performed. The cause of the high impedance was not determined. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.